Event description:
On 29th december 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation into the eye the optic was observed to be "broken" necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be "broken". The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy toric rao615x batch 065274272 showed that all manufacturing and quality checks were conducted with successfu results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 065274272. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On (B)(6) 2025, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation into the eye the optic was observed to be "broken" necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be "broken". The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy toric rao615x batch 065274272 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 065274272. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was sitting on top of the injector. Preliminary inspection of the returned injector showed that injector was in a disassembled state. Provided lens was inspected under x10 magnification and was found to be chipped in the optic and haptic area. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was fully torn off and appeared as if it has been trapped between the flaps during the initial injection. Due to the state of the returned injector no further testing was possible. Based on the product return inspection, off-label use of injector/ not following IFU is considered to be the most likely contributory/ causative factor to the reported event.